Manufacturer narrative:
The ventilator was returned for repair and evaluation. Performance testing attributed the reported condition to a faulty graphic controller pcb within the operating device (display). Upon replacement of the pcb, the device functioned normally.

Event description:
It was reported that: while the machine was ventilating a patient, the machine posted an audible alarm, powered off, and stopped ventilating. No patient injury.